Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that a 90 cm. Saber 8 mm. X 3 cm. Balloon catheter burst upon inflation. The product was stored and handled in accordance with the instructions for use (IFU). There was no visible damage to the package or the item. There was no reported patient injury. Multiple attempts to obtain additional information and return of the product were unsuccessful. No additional information is available.

Manufacturer narrative:
The report received indicated that an 8x30mm 90cm saber balloon catheter burst upon inflation. The product was stored and handled in accordance with the instructions for use (IFU). There was no visible damage to the package or the item. There was no reported patient injury. Multiple attempts to obtain additional information and return of the product were unsuccessful. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17513514 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.